Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Upon evaluation of the information provided, it was reported that (1) k-wire tip broke off during a posterior fusion on levels l1-s2ai on (B)(6)2023 and remains in the patient. The patient is an asian female with osteoporosis. It was stated that the wire was broken when removing it after inserting a large screw into the sacrum after the surgeon had elected not to tap. The k-wire was removed using pliers and a hammer. It was stated that at the time of the surgery there was no tip fracture observed. The k-wire tip was seen in a post-op image two days on (B)(6) 2023) after the procedure. The k-wire or post-op images were unavailable, so it could not be visually confirmed that the distal tip had fractured. This type of damage may have been caused from a deviation of trajectory that would cause an interference between the k-wire and instrument/implant. That interference could then place excessive force on the tip of the k-wire during removal and cause it to fracture. However, because the exact surgical conditions and trajectories cannot be replicated, no determinations could be made as to the cause of the reported issue.

Event description:
It was reported that during surgery the k-wire broke during removal and was found to be remain inside the patient's body post operatively. This event occurred in japan.